Manufacturer narrative:
B3 date of event updated to 02nov2025. D4 model # updated to pt-002121. D4 lot # updated to h000677. The case description states that the user's controller is not functioning, the screen looks shattered and therefore the user is unable to issue commands. The physical controller was received for investigation. Visual inspection of the returned controller found a small evidence of impact damage on the exterior of the device. The screen was observed to be damage free. When the controller was turned on, the touchscreen was observed to be unresponsive and the lcd panel was confirmed to be damaged underneath the screen. The lcd screen was completely unreadable due to the damage. No data could be downloaded from the device and no further tests could be performed due to the observed damage. The cause and timing of the damage could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone. Lockdown. Cloud - omnipod 5 software app version. 3.1.2-p001. Cloud - operating system. N5004l-am-q-mv01602-06-01.06. Cloud - hardware. N5004l. Cloud - cgm sensor type. G7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 18.4 mmol/l (331.3 mg/dl) while wearing the pod. It was reported that the screen on the patient¿s controller was broken and therefore the patient could not issue commands. No symptoms were reported because of the reported high blood glucose level. The patient was treated with an insulin pen in the emergency room. The patient was released on the same day ((B)(6) 2025). The pod was deactivated but not removed at the hospital.